Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) of over 600 mg/dl. Customer addressed bg with a manual injection and by drinking water. Reportedly, customer did not see insulin exit the tubing during the fill tubing step. Customer's healthcare provider adjusted pump settings to address bg. The supplies were changed to address the event.